Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection found damage to the membrane of the cassette. Microscopic inspection found a single pin hole in the membrane. No damage to the hard plastic was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient found fluid leaking from the cassette when he removed it from the cycler. His cycler alarmed during drain 2 and he discontinued treatment. The set was made available for evaluation. During follow up the patient's nurse reported he was prescribed prophylactic antibiotics. The patient's effluent remained clear and he did not have any complications from the event.